Manufacturer narrative:
Product has not been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported the customer received high readings on the adc freestyle libre sensor scan compared to a reading obtained on the built-in reader. On nov-12 at 21:00, a sensor scan result of 303 mg/dl (horizontal trend arrow) was obtained after the customer ate dinner. Based on this result, the caregiver "injected more insulin" to the customer and then obtained a sensor result of 301 mg/dl (horizontal trend arrow). At 21:12, the customer began experiencing symptoms described as "fatigue, shaky legs, and blurry vision" and a reading of 60 mg/dl was obtained on the built-in freestyle libre reader. A healthcare provider was contacted by phone and the caregiver was advised to treat the customer with glucose. Caregiver treated the customer with glucose gel, sugar with water, and peach juice and after 30 minutes, the customer was "back to normal". No further treatment was reported. There was no report of death or permanent injury associated with this event.